Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals, oversensing and pricing inhibition. The patient had reported presyncope. Upon review of the electrogram, the health care professional noted that there was loss of capture and asystole greater than 2 seconds. Subsequently this rv lead was explanted and replaced. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).